Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2011, while on a cruise, she attempted to set the date and time in her precision xtra blood glucose meter, but the meter would not accept the new information and without it, she could not test. She further reported subsequently experiencing vertigo, diaphoresis and "weak legs". Customer self-presented to the physician on duty and was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer noted she had her insulin dose increased, was given a new, unspecified, medication and had her "sugar med" increased. Customer additionally self-treated by drinking water. There was no report of death or permanent injury associated with this event.